Event description:
It was reported that the right atrial lead dislodged. A chest x ray confirmed the lead had fallen into the ventricle. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found normal device characteristics.